Event description:
It was reported that the patient was experiencing frequent low flow alarms. The patient's blood pressure was stable in the 80's. They denied any dizziness or lightheadedness during these alarms. They have been drinking fluids and medication as ordered. The driveline was very worn; some silastic was missing and re-taped. The patient had been on an ungrounded cable for years (see (B)(4). A bend was noted in the anchor of the driveline which was thought to be due to how the patient wears their controller. The patient was re-educated on how to avoid bends and kinks. The customer was unable to recreate the low flow alarms in the clinic and no power spike was noted on interrogation of the patient's controller. An electrocardiogram (EKG) and an x-ray were performed, and the patient had a normal sinus rhythm, the x-ray images showed no obvious areas of concern. A review of the log file revealed multiple low flow hazard alarms. These alarms didn't resolve but did decrease in frequency after the patient was given entresto (sacubitril-valsartan). The patient's lactate dehydrogenase was 322 units per liter.

Manufacturer narrative:
The patient's short to shield and being put on an ungrounded cable was reported under 2916596-2016-00661. Manufacturer's investigation conclusion a specific cause for the reported damage and kink to the external portion of the patient¿s driveline could not conclusively be determined through this evaluation as no photos were submitted and the product was not returned for evaluation. Evaluation of the submitted log file confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. The submitted log file captured 223 low flow hazard alarms between (B)(6) 2022 and (B)(6) 2022 when the pump flow dropped below the low threshold of 2.5lpm. Pump flow dropped to as low as 2.4lpm. No other unusual alarms or events were captured. A specific cause for the low flow hazard alarms could not be conclusively determined through this evaluation. Three x-rays were submitted for review. The internal and external portions of the patient¿s driveline appeared unremarkable. No product is available for investigation. The current heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is available. This IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The current heartmate ii lvas patient handbook rev. C, contains care information regarding on how to care for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 20mar2014. No further information was provided. The manufacturer is closing the file on this event.